Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than two months after an implantable cardioverter defibrillator (ICD) system and antibacterial absorbable envelope was implanted. There was drainage from the ICD site. Blood cultures revealed methicillin-resistant staphylococcus aureus and staph. An echocardiogram indicated possible vegetation on the right ventricular (rv) lead. The patient was admitted for intravenous (IV) antibiotics. The device and lead were explanted. No further patient complications have been reported as a result of this event.